Manufacturer narrative:
Concomitant medical products: catheter, product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter found acceptable testing and the catheter was incomplete and returned in segments. Analysis of the pump found end of service (eos) due to time progression.

Event description:
It was reported the pump had normal battery depletion. When they went to replace the pump it was found that the catheter was not intrathecal. The pump and catheter were replaced. The patient status was indicated as alive; no injury. The pump was delivering morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.